Event description:
The patient had a 3.0x13mm cypher stent implanted in 2004 and a 3.0x8mm cypher stent implanted in 2006. The patient indicated that the stent that was implanted prior to that day "clogged", and a new stent (brand unknown) was placed in five months later. The patient's medications include the following: simvastatin, lisinopril, plavix, glipicide, isosorbide, cartiaxt, keppra and aspirin.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.